Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("positive test with nickel") in a female patient who had essure (batch no. 82269509) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 6 months after insertion of essure, the patient experienced back pain ("back pain"), headache ("headache"), fatigue ("tiredness") and arthralgia ("hip pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and migraine ("strong migraines at times"). The patient was treated with surgery (hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, back pain, headache, fatigue, arthralgia and migraine outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, headache and migraine with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: after the test nickel which was positive, the patient visited her surgeon to undergo a hysterectomy and salpingectomy. Patient started to be in sick leave 2 weeks before this report. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive test for nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: allergy to metals: the analysis revealed 413 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 03-may-2018. The most recent information was received on 28-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("positive test with nickel") in a female patient who had essure (batch no. 82269509 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 6 months after insertion of essure, the patient experienced back pain ("back pain"), headache ("headache"), fatigue ("tiredness") and arthralgia ("hip pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and migraine ("strong migraines at times"). The patient was treated with surgery (hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, back pain, headache, fatigue, arthralgia and migraine outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, headache and migraine with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: after the test nickel which was positive, the patient visited her surgeon to undergo a hysterectomy and salpingectomy. Patient started to be in sick leave 2 weeks before this report. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive test for nickel allergy the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 28-may-2018 for the following meddra pts: allergy to metals: the analysis revealed 417 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.